Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the front response button was non-functional. The cause for the defective response button was a disconnected and creased front response button cable. The root cause for the disconnected and creased cable could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During evaluation of service data, it was found that monitor sn (B)(4) had a non-functional front response button.